Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. The pt was seen for a routine follow-up appointment. It was reported 36 months post stent graft implantation the stent graft migrated approx 9mm, resulting in a type I endoleak. There was no aneurysm enlargement. The cause of the migration was due to severe aortic neck angulation. The physician successfully implanted an aneurx aortic cuff and the type I endoleak resolved. The pt was reported to be fine and no add'l clinical sequelae have been reported.